Event description:
During a laparoscopic spleenectomy procedure, the staples lines did not form properly and bleeding occurred. Removed, the tissue had been cut and bleeding occurred. The surgeon converted the procedure to open procedure. Another device was applied over 2 hemo clips that were placed at the application site which could have caused an incomplete staple line. The surgeon also applied suture. The pt's status is satisfactory.